Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - above rated burst pressure. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid right coronary artery with mild tortuosity, mild calcification and 95% stenosis, pre-dilatation was performed. A 2.5x15 rx xience pro stent delivery system (sds) was advanced without resistance and inflated. During deployment, the sds balloon ruptured on the first inflation at 17 atmospheres. Reportedly, the stent was successfully implanted and fully apposed to the vessel wall. The sds was withdrawn from the patient anatomy without resistance. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the pinhole leak in the distal taper of the balloon. A query of the complaint handling database for the reported lot revealed no other similar incidents. No adverse trend was noted during the lot history review and all evidence indicates that the related finished good and subassembly lots were built according to manufacturing specifications. Based on the related records review for this lot and expanded records review, there is no indication that the larger population of product is affected, as this appears to be an isolated incident. The performance of these devices will continue to be monitored. It should be noted that the xience pro instructions for use states: do not exceed the rated burst pressure as indicated on the product label. Balloon pressures should be monitored during inflation. Use of pressure higher than specified on the product label may result in a ruptured balloon with possible intimal damage and dissection.